Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r upn: (B)(4). Model: sc-1132 serial: (B)(4). Batch: 17330617.

Event description:
It was reported that the patient was experiencing inadequate pain relief and loss of stimulation coverage due having high impedances despite multiple reprogramming done. The patient underwent a revision procedure wherein the ipg and the lead were replaced. The patient was doing well postoperatively. The explanted devices were not returned.